Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and double capsule. The device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and double capsule. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture/double capsule was received on september 14, 2022, with lot number 1657685. Based on the device analysis grid, the assessments of the complaint are: capsular contracture/double capsule: unable to confirm as it is a medical event not related to the device. Additional observations: brown particles observed on the surface of the shell. Deformation device observed. Bubbles observed in gel. Cloudy observed in gel. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, g1, h3, h6.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and double capsule. The device has been explanted and replaced with a non-allergan device.